Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 23rd march 2010 and performed to specification up to the 3rd august 2014. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the 9th august 2014 and the 11th august 2014. The device successfully passed all self-tests between the 17th august 2014 and the 25th october 2015. Further multiple manual powers mainly of ten minutes duration were observed in the device memory between the 27th october 2015 and the last history log entry on the 16th november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.